Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Missing UDI. Missing device manufacture date. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the screwdriver was defective. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: report source corrected.

Manufacturer narrative:
Unique device identification (UDI) and device manufacture date provided. Product and related fields updated to proper value.